Event description:
Twenty (20) days after the index procedure, the pt returned to the hospital with unstable angina (ua). The pt was reported to have been complaint with their antiplatelet therapy after the index procedure. Coronary angiography revealed the pt had an 80% in-stent restenotic lesion at the overlap point of the two (2) previously implanted cypher stents. There was no thrombus reported to be present. The restenosis was reported to have been treated successfully with a cypher 2.5/8 mm stent. The residual stenosis after the procedure was reported to be 0%. The flow pre and post-procedure was timi 3. The patient's discharge diagnosis was unstable angina, and coronary restenosis. The patient's discharge medications were: aspirin, plavix, lipitor, ramipril, and nitroglycerin. The pt was admitted for the index procedure with acute coronary syndrome. The target lesion was the mid left anterior descending (lad) artery. The vessel was reported to be native coronary and 2.5 mm in diameter. The lesion was reported to be: de novo, not occluded, a bifurcation lesion, an 80% stenosis, 18 mm in length, and calcification unknown. The lesion was pre-dilated. A cypher 2.5/28 mm stent was deployed at 13 atm. An additional cypher 2.5/23 mm stent was deployed at 13 atm in overlapping fashion. The stens were not post-dilated. Angiographic success was reported for this patient and the success of the procedure was complete. The post-procedure residual stenosis was 0%. The flow pre and post-procedure was timi 3. There were no reported procedural complications or device malfunctions. The patient's discharge diagnosis was unstable angina. The pt was discharged the day after the procedure on the following medications: aspirin, statins, and plavix.